Event description:
Customer had low blood glucose and fell into a coma. The customer was found around 3pm unconscious. 911 was called. Pt does not recall what the blood glucose result was for that day. Pt was admitted to the hospital for 5 days. Pt was given insulin shots and an IV to bring up their blood glucose. Unknown if controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.